Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium result for one sample on the architect c16000 analyzer. The following data was provided: sid (B)(6) initial 101, repeats 135, 137, 138 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Signs of leakage on the ict 1 ml syringes was observed. The field service representative replaced the 1 ml syringes and check valves, flushed the ict module and ict cup, replaced a and b line cuvette dry tips, and washed the cuvettes; which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.